Event description:
Following an ablation procedure, a separation occurred. After the device was removed, there was material at the end of the device that was approximately 20-30 cm in length. When the ablation catheter was inserted, no resistance was noted. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of material separation at the end of the device was confirmed. A long transparent piece of foreign material was noted to exit the distal tip of the returned introducer sheath. Further investigation determined the foreign material to be the delaminated jacket liner from the interior of introducer sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the delaminated jacket liner remains unknown.